Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an impedanc e of >1990 ohms, no capture at a pulse amplitude of 7.5v and a pulse width of 1.6ms and inhibited aatrial output.